Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, pregnancy (date leave began: (B)(6) 2010 date leave ended: (B)(6) 2010) and bed rest (for pregnancy). Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included obesity, genital bleeding, cystocele and crohn's disease. Concomitant products included adalimumab (humira), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amoxicillin, bupropion, carisoprodol, diazepam, diazepam (valium), dicycloverine hydrochloride (bentyl), doxycycline (doxycyclin), duloxetine hydrochloride (cymbalta), esomeprazole, esomeprazole magnesium dihydrate (unixium), gabapentin, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydroxychloroquine sulfate (plaquenil sulfate), ibuprofen, meloxicam, mercaptopurine, ondansetron (zofran), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / menorrhagia"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 14 days before insertion of essure. On (B)(6) 2010, the patient experienced rash ("rashes"). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti's."). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced skin lesion ("lesions"). On (B)(6) 2010, the patient experienced crohn's disease ("gastrointestinal or digestive type: worsened crohns disease"). On (B)(6) 2011, the patient experienced migraine ("migraines headaches"), headache ("headache") and feeling abnormal ("severe fogginess in head"). On (B)(6) 2011, the patient experienced dental caries ("tooth decay/tooth cavities"), tooth loss ("tooth loss") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2017, the patient experienced rectocele ("other injury(ies) or complication (s) please describe: rectocelo") and cystocele ("other injury(ies) or complication (s) please describe: cystocele"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth;"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal pain ("abdominal pain"), vaginal cuff dehiscence ("vaginal cuff failing") with vaginal prolapse, vulvovaginal pain ("vaginal pain"), dry skin ("dry skin"), rash macular ("patches of skin resembling burn marks"), blister ("blisters"), pruritus ("itching") and skin disorder ("skin bumps"). The patient was treated with bupropion hydrochloride (wellbutrin), cyclobenzaprine, diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), hydroxychloroquine, oxycodone hydrochloride;paracetamol (percocet), paracetamol;tramadol hydrochloride (ultracet), sumatriptan (imitrex), tramadol, and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, vaginal infection, dyspareunia, rash, fatigue, weight decreased, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea, abdominal pain, female sexual dysfunction, urinary tract infection, headache, feeling abnormal, vaginal cuff dehiscence, rectocele, cystocele and skin lesion outcome was unknown, the systemic lupus erythematosus and crohn's disease had not resolved, the alopecia, weight increased, tooth disorder and vulvovaginal pain had resolved and the vulvovaginal mycotic infection was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, blister, crohn's disease, cystocele, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, rash macular, rectocele, skin disorder, skin lesion, systemic lupus erythematosus, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine pain, vaginal cuff dehiscence, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2019: plaintiff fact sheet received. Other relevant history and product information details updated. Event lesions was added. Event yeast infection updated to vaginal yeast infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, genital bleeding, cystocele and crohn's disease. Concomitant products included adalimumab (humira), bupropion, carisoprodol, diazepam, diazepam (valium), dicycloverine hydrochloride (bentyl), doxycycline (doxycyclin [doxycycline]), duloxetine hydrochloride (cymbalta), esomeprazole magnesium (nexium), gabapentin, ibuprofen, indometacin (indomethacin), meloxicam, mercaptopurine, ondansetron (zofran), oxycocet (acetaminophen w/oxycodone), procet (hydrocodone/acetaminophen), sertraline (zoloft) and trazodone. On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / menorrhagia"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced rash ("rashes"). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced crohn's disease ("gastrointestinal or digestive type: worsened crohns disease"). On (B)(6) 2011, the patient experienced migraine ("migraines headaches"), headache ("headache") and feeling abnormal ("severe fogginess in head"). On (B)(6) 2011, the patient experienced dental caries ("tooth decay"), tooth loss ("tooth loss") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth;"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti's."), vaginal cuff dehiscence ("vaginal cuff failing") with vaginal prolapse, vulvovaginal pain ("vaginal pain"), dry skin ("dry skin"), rash macular ("patches of skin resembling burn marks"), blister ("blisters"), pruritus ("itching") and skin disorder ("skin bumps"). The patient was treated with oxycocet (percocet), cyclobenzaprine, sumatriptan (imitrex), cyclobenzaprine hydrochloride (flexeril), bupropion (wellbutrin), duloxetine hydrochloride (cymbalta), diphenhydramine hydrochloride (benadryl), tramadol, ultracet, hydroxychloroquine phosphate (plaquenil) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, vaginal infection, dyspareunia, rash, fatigue, weight decreased, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea, abdominal pain, female sexual dysfunction, urinary tract infection, headache, feeling abnormal and vaginal cuff dehiscence outcome was unknown, the systemic lupus erythematosus and crohn's disease had not resolved, the alopecia, weight increased, tooth disorder and vulvovaginal pain had resolved and the fungal infection was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, blister, crohn's disease, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, rash macular, skin disorder, systemic lupus erythematosus, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine pain, vaginal cuff dehiscence, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter information added, demographic added. Product information added . Event added are as follows- apareunia, worsened crohns disease,yeast infections, uti, headache, feeling abnormal, tooth disorder, vaginal cuff dehiscence, vaginal prolapse, vulvovaginal pain events onset date and outcome added. Treatment and concomitant drug added. Concomitant condition added. Lab data added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included obesity, genital bleeding, cystocele and crohn's disease. Concomitant products included adalimumab (humira), bupropion, carisoprodol, diazepam, diazepam (valium), dicycloverin hydrochloride (bentyl), doxycycline (doxycycline), duloxetine hydrochloride (cymbalta), esomeprazole magnesium (nexium), gabapentin, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, indometacin (indomethacin), meloxicam, mercaptopurine, ondansetron (zofran), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / menorrhagia"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"), 14 days before insertion of essure. On (B)(6) 2010, the patient experienced rash ("rashes"). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2010, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti's."). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced crohn's disease ("gastrointestinal or digestive type: worsened crohns disease"). On (B)(6) 2011, the patient experienced migraine ("migraines headaches"), headache ("headache") and feeling abnormal ("severe fogginess in head"). On (B)(6) 2011, the patient experienced dental caries ("tooth decay"), tooth loss ("tooth loss") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In january 2017, the patient experienced rectocele ("other injury(ies) or complication (s) please describe: rectocelo") and cystocele ("other injury(ies) or complication (s) please describe: cystocele"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth;"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), vaginal cuff dehiscence ("vaginal cuff failing") with vaginal prolapse, vulvovaginal pain ("vaginal pain"), dry skin ("dry skin"), rash macular ("patches of skin resembling burn marks"), blister ("blisters"), pruritus ("itching") and skin disorder ("skin bumps"). The patient was treated with bupropion hydrochloride (wellbutrin), cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), hydroxychloroquine phosphate (plaquenil), oxycodone hydrochloride;paracetamol (percocet), paracetamol;tramadol hydrochloride (ultracet), sumatriptan (imitrex), tramadol and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, vaginal infection, dyspareunia, rash, fatigue, weight decreased, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea, abdominal pain, female sexual dysfunction, urinary tract infection, headache, feeling abnormal, vaginal cuff dehiscence, rectocele and cystocele outcome was unknown, the systemic lupus erythematosus and crohn's disease had not resolved, the alopecia, weight increased, tooth disorder and vulvovaginal pain had resolved and the fungal infection was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, blister, crohn's disease, cystocele, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, rash macular, rectocele, skin disorder, systemic lupus erythematosus, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine pain, vaginal cuff dehiscence, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " other injury(ies) or complication (s) please describe: rectocelo, cystocele" were added. Historical drug was added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included adalimumab (humira), bupropion, carisoprodol, diazepam, doxycycline (doxycyclin [doxycycline]), duloxetine hydrochloride (cymbalta), gabapentin, ibuprofen, indometacin (indomethacin), meloxicam, mercaptopurine, oxycocet (acetaminophen w/oxycodone), procet (hydrocodone/acetaminophen) and trazodone. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / menorrhagia"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced rash vesicular ("rashes, dry skin, patches of skin resembling burn marks, blisters, itching, skin redness, skin bumps, blisters / rashes or skin conditions: rashes and lesions"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2011, the patient experienced migraine ("migraines headaches"). On (B)(6) 2011, the patient experienced dental caries ("tooth decay") and tooth loss ("tooth loss"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth;"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, vaginal infection, dyspareunia, rash vesicular, alopecia, fatigue, weight increased, weight decreased, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea and abdominal pain outcome was unknown and the systemic lupus erythematosus had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash vesicular, systemic lupus erythematosus, tooth loss, urinary tract disorder, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, events- abnormal bleeding (vaginal), bladder problems, urinary problems, migraines headaches, nausea, abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included adalimumab (humira), bupropion, carisoprodol, diazepam, doxycycline (doxycyclin [doxycycline]), duloxetine hydrochloride (cymbalta), gabapentin, ibuprofen, indometacin (indomethacin), meloxicam, mercaptopurine, oxycocet (acetaminophen w/oxycodone), procet (hydrocodone/acetaminophen) and trazodone. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / menorrhagia"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced rash vesicular ("rashes, dry skin, patches of skin resembling burn marks, blisters, itching, skin redness, skin bumps, blisters / rashes or skin conditions: rashes and lesions"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2011, the patient experienced migraine ("migraines headaches"). On (B)(6) 2011, the patient experienced dental caries ("tooth decay") and tooth loss ("tooth loss"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth;"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, vaginal infection, dyspareunia, rash vesicular, alopecia, fatigue, weight increased, weight decreased, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea and abdominal pain outcome was unknown and the systemic lupus erythematosus had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash vesicular, systemic lupus erythematosus, tooth loss, urinary tract disorder, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: tubes were blocked . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth;"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), rash vesicular ("rashes, dry skin, patches of skin resembling burn marks, blisters, itching, skin redness, skin bumps, blisters"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and depression ("depression"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, vaginal infection, dyspareunia, rash vesicular, alopecia, fatigue, weight increased, weight decreased and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, rash vesicular, systemic lupus erythematosus, tooth loss, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.